Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient¿s father reported that the patient had pain and some of his skin was torn off upon removing the sensor patch from his arm on (B)(6) 2019. He went to his doctor and was prescribed unspecified medications. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.